Event description:
It was reported that there was software issue. The cor ii hub 3.2.2 recently started intermittently restarting 2 (affected) out of 5 rooms. Issued recommendation to update to 4.1.2 & turn off wifi system using ethernet and wifi off when the ethernet cord was unplugged, the issue went away. Obviously when the hub was turning off and on, there was a loss of image. There was no patient involvement/impact.

Manufacturer narrative:
It was reported that cor ii hub 3.2.2 recently started intermittently restarting 2 (affected) out of 5 rooms. Issued recommendation to update to 4.1.2 & turn off wifi system using ethernet and wifi off" wo or field service investigation notes are not available. The product was not received at RMA for investigation, once received the complaint will reopen and update with investigation results. Also, the device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.